Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician felt resistance going into tether mode when implanting the atrial lp and pushed past the resistance. A mid-tether fracture was noted on the catheter and the lp was unable to be released. The physician attempted to put the protective sleeve back over the lp to remove it but was unable to. The physician continued having difficulties unscrewing the lp. It was noted the helix had stretched and tissue was observed in the helix. A pericardial effusion and tamponade were then noted via stat echocardiogram. A pericardiocentesis was performed. Blood was transfused during the process and pressers were used to stabilize the patient. Eventually, the bleeding slowed and echo started showing little blood in the pericardial space. The patient was monitored until patient appeared to stabilize blood pressure. The patient was then taken to the ICU after the procedure. The patient was stable after recovery.